Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after suffering a hematoma from the recent device change out. The physician does not believe the device itself was the cause, but due to the procedure itself. The patient did not have any other symptoms, and the function of the device was not affected. Hematoma evacuation was performed. Patient was seen again in-clinic and visual inspection another hematoma evacuation needed to be performed. A successful pocket revision was later performed with no complications, and the hematoma was resolved.